Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer called to report the insulin pump has unresponsive buttons. Blood glucose reading was 206 mg/dl. The act button was not responding and the customer was unable to deliver a bolus. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.